Event description:
Pt required surgery. Following surgery, the pt was placed on an oxygen facemask attached to a portable oxygen tank for transport to the post-anesthesia care unit (pacu). Upon arrival to pacu, the pt was found to be unresponsive (leaving the operating room, the pt had good ventilator effort with purposeful movements and a pulse oximetry reading greater than 95 percent). Code blue immediately called and advanced cardiac life support initiated. In short, spontaneous circulation resumed within 4 to 6 minutes. Pt was re-intubated during the code, sedated and brought to the intensive care unit with stable vitals. When the oxygen was disconnected from the regulator during the resuscitation, it was noted that oxygen was not flowing from the regulator and that the oxygen regulator was set in-between number (i.e. For example, set in-between 8 and 9 liters). The way that the oxygen regulator is designed, it does not allow oxygen to flow unless the setting is dialed exactly onto a number (i.e. Exactly onto 8 or 9 liters). Pt had just come out of surgery during which time he had received anesthesia including 150mcg fentanyl, 2mg versed, lidocaine, propofol, succinylcholine and rocuronium.